Manufacturer narrative:
The patient underwent testing with this subcutaneous implantable cardioverter defibrillator (s-ICD) system and the noise could be reproduced in the secondary vector with the patient moving their arms. No noise observed in the primary vector with the same movements. Chest x-rays were submitted and it was confirmed that the electrode is fully inserted into the s-ICD header. Additional troubleshooting was also discussed. The patient was discharged and will be traveling home to tahiti. The s-ICD was deactivated per the patient's tahitian physician's request. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while this patient was traveling in (B)(6), he was sitting quietly when he started feeling dizzy. The patient then received a shock from his subcutaneous implantable cardioverter defibrillator (s-ICD) system. The patient went to the hospital and interrogation of the s-ICD revealed a treated episode that was recorded due to potential noise being oversensed. It is suspected that the noise may be caused by air entrapment around the electrode. The patient was discharged. Additional information was received that the patient received additional shocks while traveling back to his home in (B)(6). The patient was seen by his local physician who confirmed several untreated and treated episodes recorded due to noise. Chest x-rays were performed which showed correct insertion of the electrode into the header. Manipulation of the system was performed and the noise could be reproduced on the sense a portion of the electrode, indicating that it is an issue with the electrode and not the device itself. Boston scientific technical services (ts) was contacted and provided additional troubleshooting, including an evaluation of the electrode to ensure it is on the fascia plane. Air entrapment was highly unlikely as it normally occurs post implant and not six weeks later. No adverse patient effects were reported. The patient has been hospitalized to undergo further evaluation.